Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(6) alleging her onetouch verio iq meter was reading inaccurately high. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012, at an unknown time in the evening. The patient tests her blood up to 9 x per day and manages her diabetes with an unknown type and dose of insulin through pump therapy and bases her doses on her carbohydrates. She reported that due to insulin sensitivity, she also adjusts her doses of insulin. She claimed that just minutes before testing on the subject meter, she was experiencing symptoms of "shaking and dizziness." She tested on the subject device and observed a value of "5.6 mmol/l" and then tested on another meter ((B)(4)) and observed the values, "3.9mmol/l." The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.67 mmol/l. It is not known what time the patient had tested on the subject meter before her symptoms developed, or what the reading was. She denied taking any action regarding her usual diabetes management routine and self-treated her symptoms with 4 dextrose tablets that same night and felt better within 15 minutes. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject device did not meet lfs's criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter met specification and was found to function properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.